Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the insulin pump buttons were not responding, after she replaced the battery, received a battery out limit alarm, and unsuccessfully attempted to clear the alarm. Customer's blood glucose was not known. The customer stated that leading to the keypad issues, customer ran to her car in the rain. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No moisture damage was noted to the electronic stack, motor, battery tube, or vibrator assembly. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display widow corner and a scratched reservoir tube window.